Event description:
A malfunction occurred on the customer's pump, and there were no notable events prior to this. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer was able to reset it successfully with no recurrence of the malfunction code. The customer was advised to continue using the pump.